Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, the patient had a cgm reading around ¿45-55 mg/dl¿. No bg meter comparison was taken at this time. The patient self-treated by drinking some coke. After treatment, the patient became fatigued, had nausea, and eventually started vomiting. The patient decided to do a bg meter reading at this time. The cgm was reading 55 mg/dl while the bg meter was reading high mg/dl. The patient¿s daughter called 911. Once the paramedics arrived, the patients bg via fingerstick was also reading high mg/dl. The patient was transported to the emergency room (ER). The patient¿s bg via lab work at the ER was 1400 mg/dl and the patient was admitted to the intensive care unit (ICU). The patient was treated with an IV insulin drip. At the time of report, the patient was still hospitalized. Upon follow-up with the patient, the patient had since had a heart attack and was still in the hospital recovering. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e0612 ischemic heart disease.